Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. Based on the results of the investigation, the root cause of the phenomenon and the foreign material could not be identified the event can be prevented by following the instructions for use which state: about reprocessing method, as a result of confirming the contents of the instruction manual, there are descriptions in the items below. From this the phenomenon (1) could be prevented. Chapter 6 compatible reprocessing methods and chemical agents chapter 7 cleaning, disinfection, and sterilization procedures also, about handling the product, as a result of confirming the contents of the instruction manual, there is a description below. From this the phenomenon (2) could be prevented. ·do not apply shock to the distal end of the insertion tube, particularly the ultrasonic transducer and the objective lens surface at the distal end. This could cause abnormalities in the visual and/or ultrasonic images. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, the ultrasonic gastrovideoscope exhibited foreign material at the balloon/water channel and the acoustic lens had a chip to adhesive level. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.